Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) found no anomalies. Visual inspection revealed grommet damage. Conclusion code for this device has been corrected in this supplemental report.

Event description:
It was reported that after a new device ((B) (4)) was placed, there was evidence of oversensing. A new rv lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. In addition, because the physician was not convinced it was only the lead, the newly implanted device was replaced with another. No patient complications have been reported as a result of this event.

Event description:
It was reported there was evidence of oversensing. A new rv lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. In addition, because the physician was not convinced it was only the lead, the newly implanted device was replaced with another. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) found no anomalies. Visual inspection revealed grommet damage.